Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'down' button has been intermittently responsive over the past few weeks and now all of the buttons are unresponsive. The reporter indicated that the pump is not exposed to moisture. This report is being made because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was fully intact without peeling or visible damage. All keypad buttons had intermittent response when pressed and required multiple presses to evoke response. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all buttons.